Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 9168602 complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that on the needle/syringe combo below the safety was faulty and did not engage when attempted. Material no.: 305945, batch no.: 9168602. It was reported that on the needle/syringe combo below the safety was faulty and did not engage when attempted. Verbatim: this doesn't usually happen this back to back but I have another issue to report. On the needle/syringe combo below the safety was faulty and did not engage when attempted. It was able to be disposed of to the sharps and no injury occurred but we wanted to report it as it could have been a potential for needle stick when safety features don't deploy.